Manufacturer narrative:
The examination of the returned device found significant corrosion, discoloration and pitting. The formation of a pit can be seen on the break line of the jaw. Corrosion on surgical instrumentation is caused by a chemical reaction between the stainless steel and the chemicals, minerals and soiling that the instrument comes into contact with on a daily basis (i.e., detergents, blood and other body fluids, medications, saline, water, etc.). High concentrations of chlorides cause significant corrosion, which can lead to pitting and possible stress fractures. Damage caused by these substances accelerates when combined with the heat, humidity, and pressure of sterilization. The manufacturer's instructions requires inspection between each use cycle and to return the instrument to a scanlan repair center if corrosion cannot be easily removed. Scanlan care & maintenance guide mk-doc-cm rev a troubleshooting guide for surgical instrumentation corrosion and pitting corrosion is a gradual wearing away of a surface, generally by chemical reaction. Corrosion on surgical instrumentation is caused by a chemical reaction between the stainless steel and the chemicals, minerals and soiling that the instrument comes into contact with on a daily basis (i.e., detergents, blood and other body fluids, medications, saline, water, etc.). High concentrations of chlorides cause significant corrosion, which can lead to pitting and possible stress fractures. Damage caused by these substances accelerates when combined with the heat, humidity, and pressure of sterilization. When corrosion breaks through the passive layer of stainless steel, a pit will appear. Pitting (depressions, scars, or cavities) occurs when corrosion is allowed to progress unchecked. An extreme chemical reaction can also cause pitting. Chemicals on sterilization or biological indicators are extremely corrosive to stainless steel and can even cause pitting on an instrument in a single sterilization cycle. Pitting disrupts the integrity of the instrument, changing the way it functions and leading to eventual breakage. When pitting is noted on an instrument, it should be immediately returned to a scanlan-authorized facility to prevent further damage. Corrosion first appears on non-smooth surfaces of instruments, such as box locks, fulcrums, serrations, or knurling, and indicates improper cleaning and care procedures. Early forms of corrosion can be scrubbed away (using only a soft bristle brush). If the corrosion cannot be easily removed, the instrument should be returned to scanlan for repair or restoration to original specifications whenever possible.

Event description:
"During CABG, while aorta was clamped with gross clamp, it suddenly broke by its self. Surgeon was notified and it was removed from the operating field." As reported.